Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient had an exceptional intense pain at the lead insertion site. The physician confirmed that there was no sign of any infection at the site. The leads were removed and the pain subsided immediately. The patient was reportedly doing well. No device malfunction was suspected.